Event description:
The patient reported via the manufacturer representative that they were having problems finding the ins and recharging. Recharging was checked with programming. The patient had gotten the implantable neurostimulator (ins) charged 50% and 75%. When they put the implantable neurostimulator recharger (insr) on, the patient was getting 3 coupling bars. The patient was encouraged that she was recharging okay and that she was getting the ins charged. The issue was identified when the patient called the representative stating she continued to have problems recharging. She could not get the 3 coupling bars to stay and that typically she was getting no black squares. She had tried charging 14 hours, with no increase in ins. The representative planned on seeing the patient again monday, (B)(6). At the time of report, the representative was to call technical support to see if they saw something that the representative was missing. The ins did not seem too deep in the representatives opinion, but was only able to get 3 black coupling bars, as well. The patient requested to possibly try a new insr. The issue was not resolved at the time of the report. Surgical intervention did not occur and there were no plans to do so. At the follow up meeting, the patient was able to get 4 coupling bars and was re-educated as to where to put the insr. The patient recharge intervals were checked on a clinician programmer and the representative did not see anything to lead her to believe there was a problem; the ins was charged up on several dates to 75% and 100%. Coupling was fine with the clinician programmer. The patient was to be seen again on (B)(6). On (B)(6), the representative had her place insr over the top of the ins and she got 0 coupling squares. The representative repositioned over the top of the ins and got 8 coupling squares. She had the patient sit, walk, etc. And continued to get the 8 squares. She had the patient again reposition the insr and she got 4 coupling squares. The insr was moved centimeters and she got 6 coupling squares. It seemed the position of the insr was very sensitive. She was unable to interrogate the ins, as it was discharged. The patient was instructed to recharge the rest of the day. The representative was to call the patient the following day to follow-up. There were no symptoms reported. The patient outcome was alive with no injury. The indication for therapy was spinal pain. Additional information received from the consumer via a manufacturer's representative (rep) reported the patient was able to get the battery charged up and continued to get good coupling. If additional information is received, the event will be updated. Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient continues to have charging problems. The patient is only able to get 1-2 bars of coupling. The battery top is protruding and the patient stated that the skin is very sore there. The bottom half of the batter is tilted and is deeper. The health care provider recommended a pocket revision and will refer back to implanting physician. No revision date has been set.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.